Event description:
It was reported that the programmer's stylus was out of calibration and would not work on all parts of the display screen. A screen recalibration and changing out the stylus did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus would not work on all parts of the screen, it was noted that there was a horizontal "dead spot" on the screen and the overlay/bezel assembly was therefore replaced and calibrated. It was further noted that one latch tab was broken off of the power cord bay door and that the software load failed. The power cord bay assembly and the media processing unit printed circuit board were replaced and the hard drive reimaged. (B)(4).